Manufacturer narrative:
Additional information was received (B)(6)2018, indicating the patient's gender was male and age at the time of the adverse event was 81 years old. Patient information fields age or date of birth and sex of this report have been updated. Additionally the patient outcome of the adverse event was reported as improved.physician¿s opinion on the cause of this adverse event was that it was procedure related. Generator parameters were set to power control mode. Manufacturer ref no:(B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# unknown, serial# unknown) ; thermocool® smart touch® sf bi-directional navigation catheter (model# d134805, lot# 30073291l); lasso® nav eco variable catheters qty 3 (model# d134301,lots#30112715l, 30112717l, 30113164l); soundstar eco 8fg ultrasound catheter (model# m-5723-17, lot# 10439011); manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (requiring pericardiocentesis) and an accidental vessel dissection that resulted from pericardiocentesis (requiring surgical intervention). During the procedure, after the patient interface unit (piu) was connected, the lasso® nav eco variable catheter was placed in the pulmonary vein (pv), then alert 116 occurred (20 pole a: catheter sensor error) and the catheter was not displayed. The cable was replaced but the issue remained. The catheter was changed, and the issue resolved. The sensor error issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Transseptal puncture was performed with brokenbrough (bb) technique. Then, two lasso® nav eco variable catheters were placed in the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). After that, when the stsf ablation catheter was inserted into the left atrium, the catheter was displayed on the front side of left superior pulmonary vein (lspv). Merge was conducted and was considered well done because the positional relationship of lasso® nav eco variable catheter was good. However, there was a possibility that stsf ablation catheter which was thought to be in the left artery (la) was not there. Physician commented that the ablation catheter was not inserted into the la. It may be that the catheter had been raised to the roof side on the septum side and has been detained. Thereafter, fibrillation occurred, and the patient¿s blood pressure dropped rapidly. The ablation catheter was removed. Cardiac tamponade was confirmed by the soundstar eco 8fg ultrasound catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization, patient¿s outcome or physician¿s causality opinion. It was also reported that after pericardiocentesis, a vein dissection occurred. A temporary artificial vein was implanted. Computed tomography (CT) scan was performed and the patient was transferred to the intensive care unit (ICU). The vein dissection issue was assessed as not reportable as it occurred as a result of the attempt at pericardiocentesis and not from bwi products. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.